Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok button had become under responsive to button presses. The reporter indicated that the keypad was peeling but occurred after the button response issue. There was no indication of impact on the pump¿s insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings:there was no damage noted to the keypad. The keypad buttons were tested and were found to be responding appropriately. The keypad was removed and no contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored with a reddish hue.